Event description:
This is a non-us adverse event. The malfunction occurred in (B)(4). The consumer reported a tampon came apart during removal and pieces of the tampon remained inside her. She was required to remove the remaining pieces on her own.

Manufacturer narrative:
Device history record could not be reviewed as a lot code was not provided. Info from this incident will be included in our product complaint and MDR trend analysis. Consumer has not returned unused product for eval at the time of this report.